Event description:
The pt was implanted with a vented electric lvad in 2002. In 2003, the hosp vad coordinator reported that the pt had an intermittent yellow wrench alarm on the lvad system controller, which could be reproduced if the perc lead was manipulated at the controller end (at bend relief). The vad coordinator also reported that the lvad stopped once for about 30 seconds during the manipulation of the lvad controller perc lead at the controller end bend relief. The hosp replaced the lvad controller and has returned it to manufacturer for evaluation.